Event description:
It was reported that at follow-up, unipolar pacing impedance in the atrium and ventricle were both high (>9999 ohms) and bipolar was normal. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the no output condition was the result of lifted hybrid bond wires. Analysis of the device data was inconclusive if there were wire bond lifts before or after explant because the explant date is not available.